Event description:
Caller states the patient tested 5.9 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. The patient's warfarin dose was held for 2 days and then decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.